Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose of 711 mg/dl and had diabetic ketoacidosis. Customer tried to resolve bg by drinking water but began vomiting. Subsequently, the customer was hospitalized. Saline drip and insulin drip were administered. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Customer stated that elevated bg was not due to an issue with pump or supplies, but customer was not using a continuous glucose monitor; therefore was not aware that bg was elevated.